Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, pericardial effusion was observed. A pericardial puncture was then performed. The case was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned. The data files could not be analyzed because it was corrupted. The sheath was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.